Manufacturer narrative:
The replaced system pcba was returned to stryker for further evaluation. During testing the reported issue could not be duplicated. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue but was able to verify through review of software logs. The errors were indicative of a system pcba issue. The system pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.